Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation could not determine a specific root cause. It was noted the customer was using a too short centrifugation time which could cause residual clots in the sample and lead to erroneous pipetting.

Event description:
The customer received a questionable cortisol result for one patient sample. The initial result from an aliquot tube was 0.064 ug/dl with a data flag and was reported outside the laboratory as <0.3 ug/dl. On (B)(6) 2013, the customer noticed this result as the result for a new sample from the patient was 200 ug/dl. The customer pulled the sample from (B)(6) 2013 and the first testing gave a data alarm with no result. The repeat results were 63.4 ug/dl with a data flag and 68.83 ug/dl. The report was corrected to 68.8 ug/dl and called to the nursing station. The patient had not been treated on the <0.3 ug/dl result. The patient was not adversely affected. The cortisol reagent lot number was 16826702 with an expiration date of 09/30/2013. The field service representative was unable to duplicate problem and took no corrective actions. He ran performance testing with results within standards.